Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a hole was found on the catheter body during placement. Blood and the medical agent were found leaking from the hole. Therefore, the catheter was removed and replaced with a new. No harm to the patient occurred." The patient's current condition was reported as "fine".